Manufacturer narrative:
Maquet cardiopulmonary gmbh has received the following information from the spanish agency of medicines and medical device on 2023-05-12: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by, occurred on 2023-03-29. The information was provided that the patient suffered an edematization of the right lower extremity associated with an intramuscular hematoma. On 20223-06-06 the customer confirmed that neither the cardiohelp, hls set, nor the hls cannulas are involved in the event. Based on the available information the reported event " patient suffered an edematization of the right lower extremity associated with an intramuscular hematoma" could be confirmed, but was not related to a device malfunction. This complaint was found in the database of customer complaints as a single event (timeframe from 2022-03-21 till 2023-03-21). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : hls set discarded by customer.

Event description:
Complaint ID# (B)(4).

Event description:
Maquet cardiopulmonary gmbh has received the following information from the spanish agency of medicines and medical device on 2023-05-12: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by, occurred on (B)(6)2023. The information was provided that the patient suffered an edematization of the right lower extremity associated with an intramuscular hematoma." Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.